Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6: health effect impact code - prophylactic treatment.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced inaccurate cgm values. According to the report, while sleeping, the dexcom cgm was providing the wrong egv to the omnipod, resulting in incorrect insulin dosing. The patient could not recall the egv at that time. The patient woke disoriented, got out of bed and fell, hitting his head on the floor. The egv during that time was not documented. It was not documented if the bg was checked at that time. The wife called 911 and when ems arrived the bg was 26 mg/dl. The egv at that time was not known due to the emergency situation. The patient's head was bleeding and required stitches in the ed. There, the patient was given juice for hypoglycemia when conscious. He also received potassium and a tetanus vaccine and had testing which was normal. The patient was discharged the same day, (B)(6) 2024, and the fingerstick was 120 mg/dl. The egv at that time was not documented. The sutures were removed (B)(6) 2024. At the time of the report, the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.